Manufacturer narrative:
Results: the report of ¿ineffective stimulation¿ was not confirmed. As returned, the lead was in good condition with a cam impression from a swift-lock anchor on the outer tubing. There were also 2 subtle kinks that were consistent with the lead body being subjected to stress near the ends the swift-lock anchor. No broken wires were observed. The lead passed conductivity and stress testing on all channels. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was experiencing ineffective coverage. In turn, the patient underwent surgical intervention to reposition the lead. During the procedure the physician decided to explant and replace the lead due to a possible lead fracture. The patient has effective coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.